Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -11 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced low vaulting. On (B)(6) 2023 the lens was exchanged with a longer length lens. This did not resolve the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use - previous corneal or refractive surgery/ lower ecd. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the residue throughout the lens and no visible damage to the lens. (B)(4)